Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis further described by the customer as ¿peritoneal inflammation¿. The peritonitis was manifested by cloudy pd effluent. The cause of the peritonitis was reported to be ¿due to diet¿ (no further detail was provided). It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began intraperitoneal treatment for the peritonitis with an unspecified anti-inflammatory drug, added to dianeal (dose and frequency was not reported). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapies were ongoing. No additional information is available.